Event description:
This product was found at: alegent health hospital; laboratory; issue was identified prior to use on a patient. When syringe was removed from shipping box, it was noted that there was black material - powder-like in the barrel of the syringe behind the plunger. Syringe, still in sterile packaging, was sent back to manufacturer.